Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was in the hospital due to symptoms of intermittent confusion as well as some lethargy. The caller did not have access to a programmer and the local device manufacturer representative was contacted. No further complications have been reported as a result of this event.